Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized for high blood glucose levels. The customer's blood glucose level at the time of incident was 450mg/dl. The customer states when blood sugars get high, they get ornery and have ketones in urine. The customer was admitted for two days. The customer did not wish to troubleshoot at the time, and will be calling back. No further assistance was provided at the time.